Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 11 pro max phone with ios operating system version 18.5, application version 1.0.0.1526. The customer experienced a signal loss and was unable to receive glucose alarms. The customer was not alerted of changes in glucose level and experienced symptoms described as "not well", dizziness, and lethargic. The customer was unable to self-treat, requiring administration of 4 ounces of orange juice by non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. The user reported alarms were unavailable. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 11 pro max phone with ios operating system version 18.5 with application version 1.0.0.1526. The customer experienced a signal loss and was unable to receive glucose alarms. The customer was not alerted of changes in glucose level and experienced symptoms described as "not well", dizziness, and lethargic. The customer was unable to self-treat, requiring administration of 4 ounces of orange juice by non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.